Manufacturer narrative:
(B)(4). The product is unknown and therefore, the 510(k) entry field is left blank. As the patient discarded supplies after each therapy, the sample was not requested.

Event description:
This is a report of a homechoice patient (hp) from (B)(6) who contacted baxter's technical service center regarding a low drain volume alarm and mentioned that he is getting over peritonitis that was not related to the drugs or the device. The hp stated that the peritonitis occurred because of touch contamination. The patient declined to provide further information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. The root cause of this incident is undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.